Event description:
It was reported that alarming "low volume" occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact. Functional and visual testes were performed, and the device passed all testing. There was no evidence of the reported allegation found in the event log. A root cause of the event could not be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.